Event description:
According to the reporter, during the laparoscopic roux en y procedure, the used device needle came off and fell into the cavity of the patient and it was retrieved using a grasper. To complete the procedure, the physician used another device and reload and it worked well. No harm was caused to the patient. The reload was discarded by the customer, but the device is expected to be returned for evaluation.